Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 525 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised there was a big air bubble inside the reservoir about 7 inches big which may have resulted in high blood glucose. Customer experienced nausea, abdominal pain and the onset of diabetic ketoacidosis. Customer declined to further troubleshoot for high blood glucose.